Event description:
Per the clinic, the patient experienced a lack of benefit leading to device non-use. Subsequently, the implant magnet was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.